Manufacturer narrative:
D10. Concomitants: 300-01-07 - equinoxe, humeral stem primary, press fit 7mm; 320-10-00 - equinoxe reverse tray adapter plate tray +0; 320-31-36 - glenosphere, 36mm; 320-35-01 - small glenoid plate.

Event description:
It was reported via clinical study that the 68 yo female experience aseptic glenoid loosening with glenoid graft/component loosening. The date of event onset is (B)(6) 2023. The patient was revised on (B)(6) 2023. The outcome was last known as resolved on (B)(6) 2023.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information: please disregard this report as it was submitted in error. Event was previously reported under report # 1038671-2023-01090.